Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not happy with the coverage they were getting after the doctor tried adjustments. The patient was not happy with that and wanted their system explanted. At explant there were no device malfunctions identified. It was unknown how the patient was doing following explant because the manufacturer's representative (rep) stated that they typically don't follow-up with the patients. None of the explanted devices were going to be returned to the manufacturer.

Event description:
It was reported that the patient had an increase area of pain since the spinal cord stimulator (scs) was implanted. Originally the pain area was from the knee to the foot and now it was up into the patient¿s back. The doctor had scheduled a revision. It was later reported that the entire scs system was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type:: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n370396, implanted: 2013-(B)(6), product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the patient's increased back pain was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.